Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6) failed the load cell characterization test. The root cause was due to the failure of the load cell module, likely attributed to failed component(s). The autopulse platform passed the functional testing without error or fault. Upon further testing, the platform failed the load cell characterization check. The load cell module 2 exceeded normal parameters and was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
During servicing at zoll, the autopulse platform (sn (B)(6) failed the load cell characterization test during functional testing. No patient involvement.